Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the deployer returned for evaluation. The red trigger was found in a normal inactivated position. The white sleeve was cracked. The device shaft had foreign matter, presumably biological matter. No other anomalies were noted. A functional test was performed to both plates. The needle was inserter into a meniscus simulator, the red trigger was fully squeezed, the first plate was successfully deployed, no obstruction or difficulties while deploying were found. The needle was pulled out of the meniscus simulator and inserted again to deploy the second plate, the red trigger was fully squeezed and the second plate deployed successfully. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 12 degree plga would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the sleeve condition could be traced to failure to use a malleable graft retractor. As per instructions for use (IFU); during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a meniscal repair surgical procedure, after inserting the truespan 12 degree plga anchor device into the knee joint, it was observed that the white shaft of the device had been breaking. It was reported that the truespan device was removed from patients joint and a new truespan device was used to repair the meniscal damage. It was reported that the new device worked correctly. It was reported that no fragments of the broken shaft remained in the patient's knee. There were no reported adverse consequences to the patient, or surgical delay. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.